Manufacturer narrative:
Product analysis :visual review confirms rod breakage. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Significant fracture surface damage and smearing is noted. Microscopic examination of the undamaged portions of the fracture surface identified a fairly flat fracture surface with ratchet marks near the area of crack propagation, and gently convex progressive striations through the cross-sectional area, consistent with cyclic fatigue. Dimensional examination of the outer diameter of the rod confirms dimension is within print specification. The above observations are consistent with cyclic fatigue.

Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog # 869-021 and 510k # k040962 is approved for sale in us. (B)(4) (revision surgery). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent unspecified spinal procedure on (B)(6) 2013. On an unknown date, post-op, rod breakage was reported at left of l5/s and right of l4/5. Caudal portion of those broken rods were obtained. Re-operation was conducted by supplementing the rods on the cranial portion with another two rods (4 rods were used) and fixation was conducted on th10-iliac on (B)(6) 2017.